Manufacturer narrative:
The device and particulate were discarded by the user facility and are not available for evaluation.

Event description:
A report was received from a user facility in france indicated that during the use of the ophthalmic knife particulate from the packaging was present at the end of the instrument but not visible to the naked eye and was then found in the patient's eye. The nature of the particulate could not be identified. It is unknown if all the particulate was removed from the patient's eye; however, the report indicated surgery was prolonged. Information received indicated surgery was prolonged. Information received indicated surgery was prolonged. Information received indicated there was no clinical consequence to the patient; no additional treatment was required. No additional information was available.